Event description:
It was reported that while a nurse was removing a bd intima-ii IV catheter from a patient, the catheter broke. The broken piece could not be found and the patient received an x-ray to try and locate it. The x-ray did not visualize the broken catheter within the patient.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A microscope analysis revealed that the catheter had broken at approximately 1mm from the catheter adapter. The surface of the broken catheter was not smooth, was horn shaped in appearance, and showed signs of pulling. Three retained samples were evaluated via a pull force test. This test indicated that the catheter strength was within manufacturing specifications. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4294484. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the catheter may have been pulled to failure during use. (B)(4).